Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("organ and/or tissue perforation") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and injury associated with device ("device insertion injury"). At the time of the report, the perforation and injury associated with device outcome was unknown. The reporter considered injury associated with device and perforation to be related to essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus') and fallopian tube perforation ('organ and/or tissue perforation/ perforation (fallopian tube(s))/ perforated through the cornual region of the uterus') in a 38-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included antiphospholipid syndrome, dizziness and tingling. Concomitant products included acetylsalicylic acid (aspirin), butalbital;caffeine;paracetamol (fioricet), cyanocobalamin, folic acid, nsaids, paracetamol (acetaminophen) and trazodone. On (B)(6) 2006, the patient had essure (ess205) inserted. In may 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and nausea ("nausea"). In january 2014, the patient experienced depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In october 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain, 10 years after insertion of essure (ess205). On (B)(6) 2019, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced injury associated with device ("device insertion injury") and back pain ("lower back area"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the device expulsion, fallopian tube perforation, injury associated with device, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, injury associated with device, menorrhagia, migraine, nausea and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. Concomitant medication and condition added. Events : migration of essure device: uterus, organ and/or tissue perforation/ perforation (fallopian tube(s))/ perforated through the cornual region of the uterus, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), psychological or psychiatric problems: depression, mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, lower back area were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation/ perforation (fallopian tube(s))/ perforated through the cornual region of the uterus') in a 38-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included dyspareunia, parity 3, diarrhea, rectal cramps, anxiety, clotting disorder, chronic fatigue, chronic lumbago, depression, cervical disc herniation, vitamin b12 decreased, slow transit constipation and vitamin d deficiency. Concurrent conditions included antiphospholipid syndrome, dizziness and tingling. Concomitant products included acetylsalicylic acid (aspirin), butalbital;caffeine;paracetamol (fioricet), cyanocobalamin, folic acid, nsaids, paracetamol (acetaminophen) and trazodone. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 10 years after insertion of essure (ess205). On (B)(6) 2019, the patient experienced device expulsion ("migration of essure device: uterus"). On an unknown date, the patient experienced injury associated with device ("device insertion injury"), back pain ("lower back area") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (anticipated or scheduled date for essure removal on (B)(6) 2018.). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, device expulsion, injury associated with device, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, back pain and genital haemorrhage outcome was unknown. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, injury associated with device, migraine, nausea and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pain,bleeding,psych injury, migration, perforation essure removal date (B)(6) 2020 (as per mr) which was previously reported as anticipated or scheduled date for essure removal on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: medical record received: removal date, medical history, reporter information were added. Action taken with drug, patient demographic, rcc were updated.fu marked significant due to FDA/imdrf synchronization code error. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation/ perforation (fallopian tube(s))/ perforated through the cornual region of the uterus') in a 38-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included antiphospholipid syndrome, dizziness and tingling. Concomitant products included acetylsalicylic acid (aspirin), butalbital;caffeine;paracetamol (fioricet), cyanocobalamin, folic acid, nsaids, paracetamol (acetaminophen) and trazodone. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 10 years after insertion of essure (ess205). On (B)(6) 2019, the patient experienced device expulsion ("migration of essure device: uterus"). On an unknown date, the patient experienced injury associated with device ("device insertion injury"), back pain ("lower back area") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (anticipated or scheduled date for essure removal on (B)(6) 2018. Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, injury associated with device, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, back pain and genital haemorrhage outcome was unknown. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, injury associated with device, menorrhagia, migraine, nausea and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: patient received treatment for pain,bleeding,psych injury, migration, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event:abnormal bleeding was added.new reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation/ perforation (fallopian tube(s))/ perforated through the cornual region of the uterus') in a 38-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included antiphospholipid syndrome, dizziness and tingling. Concomitant products included acetylsalicylic acid (aspirin), butalbital;caffeine;paracetamol (fioricet), cyanocobalamin, folic acid, nsaids, paracetamol (acetaminophen) and trazodone. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 10 years after insertion of essure (ess205). On (B)(6) 2019, the patient experienced device expulsion ("migration of essure device: uterus"). On an unknown date, the patient experienced injury associated with device ("device insertion injury") and back pain ("lower back area"). The patient was treated with surgery (anticipated or scheduled date for essure removal on (B)(6) 2018.). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, injury associated with device, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, injury associated with device, menorrhagia, migraine, nausea and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: quality safety evaluation of product technical complaint. Event " essure confirmation test(s) not conducted" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.